Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information regarding the event that was inadvertently missed on the initial (correction to b5/d10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with a foreign material, however, the specific material could not be identified and the cause for the material remaining in the device could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The device was inspected before use and the water supply status was checked. The customer uses the mh-946 for manual cleaning, which was confirmed to not have any scratches on the mounting part. Lastly, the hospital has used non-olympus automated endoscope reprocessors (aer) and the nozzle was last changed (B)(6) 2021.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to clogging of nozzle, water supply volume did not meet the standard value, the watertight area was defective, the light guide lens was cracked, the objective lens was cracked, the angle wires were stretched, and the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the nozzle was clogged on the evis lucera elite gastrointestinal videoscope. The issue was found during reprocessing. Other device used was the cv-290-evis lucera elite video system center. There were no reports of patient harm.